Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left tibioperoneal trunk (tpt) using an indigo system catrx aspiration catheter (catrx) and a non-penumbra guide sheath. During the procedure, the physician advanced the catrx to the target vessel and turned aspiration on. After completing the first pass, the catrx was retracted and taken out. Upon removal, the physician noticed the distal tip of the rapid exchange lumen to be kinked and bent. Therefore, the catrx was not used in the procedure. The procedure was completed using an indigo system aspiration catheter 7 and the same sheath. There was no report of an adverse effect to the patient.